Manufacturer narrative:
H10: shreeja mehrotra, mireille hardie and donna blanche taylor (2023). Malignancy mimic: suspicious mammographic and sonographic findings post-vacuum-assisted excision biopsy. Radiology case reports, 18(12):4558-4563. Doi: 10.1016/j.radcr.2023.09.049. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported in an article in the journal of ¿radiology case reports¿ titled ¿malignancy mimic: suspicious mammographic and sonographic findings post¿vacuum-assisted excision biopsy¿, that sometime post a left-sided breast tissue marker placement, the patient allegedly experienced a foreign body giant cell reaction to the bioabsorbable material. It was further reported that the patient was diagnosed with stromal fibrosis of the breast tissue, which was characterized by a core biopsy showing bands of paucicellular fibrous stroma with scar formation. The current status of the patient is unknown.